Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw5083464 received.

Event description:
It was reported that patient collapsed at the assisted living facility with cardiac arrest due to vt/vf. Patient was admitted at the hospital and was intubated in ICU. When the device interrogated, noise reversion was observed. The physician alleged the device over-sensed lead noise, which led to pauses in telemetry. No intervention was planned. Patient was discharged from hospital on hospice and palliative care.